Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the patient could not breathe while connected to the lap top ventilator 1150. The customer confirmed that there was no patient harm associated with the reported event.